Manufacturer narrative:
Additional information: h6- ec method code desc - 1: device not returned (4114). H6- ec results code desc - 1: changed to no findings available (3221). H6- ec conclusions code desc - 1: changed to known inherent risk of device (22). H10- added summary of investigation. Investigation-evaluation: this device was not returned to cvi, therefore a physical investigation could not be performed. The complaint/event entered into trackwise: "introducer severed by the evolution." Per customer's testimony: "the #9 cook introducer was severed by the evolution and had to be extracted¿. "It was a 9 french cook introducer and a 13 long rl. That's the end of the story. It was an operators error had nothing to do with the tools." The device history record (DHR) could not be obtained due to an unknown lot of the device. A manufacturing failure/defect of the device could not be confirmed with the information provided. This complaint will be monitored and trended through the cvi complaint handling and post market surveillance processes. A risk assessment will be performed via qera 200709.2 and documented in the complaint summary of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported to customer relations via emailed report from cook research incorporated: protocol: (B)(4), patient: (B)(6), severed #9 cook introducer. It was reported in the op-note that during the extraction of the second lead ¿the #9 cook introducer was severed by the evolution and had to be extracted¿ via a right femoral cut-down. The severed portioin of the introducer was large enough that it straddled the superior vena cava, the tricuspid valve and into the right ventricle. More details are not yet available (name, size of cook introducer, or size of the evolution device). 6nov2019 update: as reported by clinical affairs rep, "it was a 9 french cook introducer and a 13 long rl. That's the end of the story. It was an operators error had nothing to do with the tools."

Manufacturer narrative:
Product code: dre. Concomitant products: cook peel-awayâ® curved sheath introducer set, (pln-9.0-38-24-vad5-cvi). Customer contact occupation: clinical research coordinator. PMA/510(k): k141148. (B)(4). A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported in the op-notes for protocol 16-04, patient (B)(6), that during the extraction of the second lead the # 9 cook introducer was severed by the lead extraction evolution rl controlled-rotation dilator sheath set (lr-evn-13.0-rl) and had to be extracted via a right femoral cut-down. The severed portion of the introducer was large enough that it straddled the superior vena cava, the tricuspid valve and into the right ventricle. The patient recovered without sequelae following the removal of the foreign body from the right ventricle. Bleeding at the cut-down site was treated with a blood transfusion. It was later noted that this event " was an operators error had nothing to do with the tools."